Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure, a patient experienced sinus dysfunction, atrioventricular block, and dyspnea. Device interrogation confirmed the presence of sinus dysfunction and atrioventricular block. The patient underwent defibrillator upgrading and a bundle of his ablation. Additionally, a new hospitalization occurred. The patient recovered and the event was resolved. No further patient complications have been reported as a result of this event.